Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that the surgeon brought the biopsy needle into the field and the system unlocked the trajectory. It appeared to be spontaneous as there was no one near the system or a foot pedal plugged in. The surgeon had to bring the probe back into the field to lock the trajectory. The case went smoothly after this. There was no impact on patient outcome and the issue caused no delay. Additional information received reported that the system experienced an error when shutting down. It was noted that the footswitch was not plugged in and no one touched the footswitch on the monitor.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: m728894b233, software version: 2.0, product ID: 9735737, software version: 1.3.0, a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. H3: a software investigation analysis was initiated to determine the probable cause of the issue with trajectory unlocked through log analysis. Analysis found that trajectory was locked with target alignment error of 2.9mm. It was found to be unlocked shortly, and the user had locked trajectory again before proceeding to navigation. Log analysis revealed that the user traversed to instruments task which unlocked the trajectory. This was expected behavior of the software. There was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. H3: a software analysis was initiated to determine the probable cause of the xfce error observed during shutdown through log analysis. Analysis found that this issue was documented in a medtronic navigation software anomaly tracking database. H6: b01, c19, d14 are applicable to system checkout and concomitant product ID: 9735737. Bo1, c10, d02 are applicable to concomitant product ID: m728894b233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.